Event description:
Device malfunction: material rupture. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that during dilatation in the heavily calcified and tortuous left proximal anterior descending artery, the voyager balloon ruptured during the third inflation at 18 atmospheres. The balloon was removed from the anatomy and a non-abbott dilatation catheter was used successfully. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Many factors can contribute to balloon rupture. Reportedly the lesion treated in this incident was heavily calcified, which could have contributed to mechanically damaging the balloon material such that upon the third inflation to rbp, it ruptured. No discrepancies were reported or observed by the account during the preparation or inspection of the product prior to use. There is no indication of a product quality deficiency. The balloon rupture is likely procedural related. During production, all voyager nc balloons are visually inspected, leak tested, and inflated to nominal pressure to measure the balloon dimensions and again inflated to rbp. A review of the finished product's lot history record did not reveal any non-conforming material record associated with this lot.